Event description:
The customer reported being hospitalized due to ketones and high blood glucose of 529mg/dl. The caller stated that she had bent cannulas and the infusion sets/reservoirs were changed four times. Troubleshooting was performed. The customer stated that her blood glucose was treated with saline drip as well as insulin drip. The time, date, and bolus wizard were correct. Reviewed the alarm history and found multiple no delivery alarms. The drive support cap appears normal. Assisted the caller to run a manual prime test and the insulin did exit. The customer did not have a tubing clamp to perform the high pressure test at time of call. Instructed the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.